Manufacturer narrative:
Dual antiplatelet therapy duration determines outcome after 2- but not 1-stent strategy in left main bifurcation percutaneous coronary intervention https://doi.org/10.1016/j.jcin.2018.09.020. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented a study where 273 resolute integrity coronary des, endeavor resolute coronary des and endeavor coronary des were among a number of des stents implanted in a study population of 700 to investigate the clinical outcomes after left main coronary artery (lm) bifurcation percutaneous coronary intervention (pci) and the impact of the duration of dual antiplatelet therapy (dapt) according to treatment strategy. Target lesions characteristics were bifurcation lesions, three vessel disease, severe calcification with in stent restenosis. Procedural techniques included 1 stent with provisional side branch ballooning and 2-stent technique including crush technique, t-stenting or tap, culotte technique and high pressure post-dilation with final kissing balloon technique was performed. Clinical events reported in the patients treated with these devices included all-cause death, cardiac death, all -cause mi, target vessel mi, repeat revascularisation, clinically driven tvr, clinically driven tlr, definite or probable stent thrombosis, in stent restenosis and hemorrhage.